Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a defective flowcell and sample probe. The fse replaced the flowcell and sample probe to resolve the issue. (B)(4).

Event description:
The customer reported an ongoing issue involving the generation of erroneously high sodium (na) results for thirty-one (31) patient samples on their dxc 660i instrument. The erroneous results were reported out of the laboratory and were later amended. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer provided data for the 31 patient samples. No patient demographics were provided. This event is in relation to MDR 2050012-2019-01076 and MDR 2050012-2019-01077.